Manufacturer narrative:
Add'l lot number: y45367.

Event description:
It was reported by the affiliate that during a gastrectomy procedure, the devices fired malformed staples. Another device was used to complete the case. There were no adverse consequences to the pt.